Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer and the flow transducer tests during pre-use check. According to our field service engineer, through on-site and remote troubleshooting it was recommended that the getinge trained customer to replace the nozzle units for both air and o2 gas modules and the pressure transducer printed circuit board. Replacing the mentioned parts solved the failures and the pre-use check passed the performed test after the replacement. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation. Therefore, the root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed test related to transducer during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).